Manufacturer narrative:
On july 10, 2023, mentor was provided with the following additional information. Ethnicity: not hispanic/latino. Race: white. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 63-year-old female patient underwent a breast augmentation surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant using mammogram imaging. As a result, the patient is scheduled for removal on (B)(6) 2023. The date of implantation was provided to mentor as a best estimate. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 03, 2023, mentor received clarification. The healthcare professional mistakenly reported the suspect medical device as a gel device. However, the suspect device was in a fact a smooth saline filled prosthesis. On october 17, 2023, mentor completed an evaluation on the returned device. However, the mentor failure analysis lab received two devices for evaluation with no identifying markings engraved on the patch. Since it is unknown which device is the reported impacted product, and both devices were found with wear damage per analysis findings, both devices are being reported for deflation. As the second device was found with wear damage, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-12798 for the contralateral event. The following device evaluation is for device a. Mentor conducted visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the saline implants smooth breast implant. Leak testing was performed, according to mentor procedure, and it identified a tear on the posterior view within the shell abrasion measuring less than 0.1 cm. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses on the device. On october 26, 2023, mentor received further clarification. The healthcare professional stated that the patient was in fact diagnosed with bilaterally deflated breast implants, but mentor was only notified of a unilateral left-sided deflation. On october 27, 2023, mentor became aware that the patient underwent bilateral removal and replacement with 300cc mentor smooth round moderate plus profile saline breast implants. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).